Event description:
It was reported that during a colon resection procedure, whilst firing device got stuck. Surgeon was able to push the fire button all the way forward, but was unable to get it back. With device in patient a second ntlc was taken to cut through the colon and release the stapler on one end. The other end was cut out by a knife. When the device was out of the patient the firing button was retrieved with a lot of force. The surgery was delayed by 15 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Unknown. Did the device eventually open? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.